Event description:
Attorney reported: in 2005 - patient was implanted with a composix kugel mesh to repair a left inguinal hernia. After implantation, the mesh migrated entirely into the inguinal canal, entangling with the cord structures or the retroperitoneal space. This caused the patient extreme pain. In 2006 - patient's defective mesh required explantation. It took an hour of careful dissection to excise the mesh from the tangled cord structures of the retroperitoneal space.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.